Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report from a consumer in (B)(6) with supplemental information from a nurse of peritonitis coincident with unknown dianeal solution. On an unreported date, the patient began treatment with dianeal, unspecified, solution (dose frequency, not reported) ip, intraperitoneally for peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized and on (B)(6) 2012 the patient was discharged from the hospital. The patient was treated with ceftazidime, ancef, and vancomycin. The nurse confirmed that the patient has recovered from the event of peritonitis. Per the nurse, the cause of the peritonitis was touch contamination. No further information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis which is a serious injury. This complaint is confirmed because the nurse reported a break in aseptic technique (touch contamination). The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.